Manufacturer narrative:
Eirei, s., et al. (2026, march 20 to 22) renal impact of pulsed field ablation using pentaspline versus circular catheters and its association with baseline hemoglobin [conference presentation]. 90th annual scientific meeting of the japanese circulation society, fukuoka, japan. B3 date of event: article publish date used as no event date was provided. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature, proceedings from conference abstract, that acute kidney injury occurred. A retrospective study was conducted to evaluate patient characteristic impacts on hemolysis related renal dysfunction following pulse field ablation (pfa) for atrial fibrillation. Two hundred twenty eight (228) patients were enrolled in the study. One hundred nine (109) patients underwent pulmonary vein isolation pfa via the farawave catheter and one hundred nineteen (119) underwent pulmonary vein isolation pfa using a non boston scientific pfa catheter. Acute kidney injury occurred in five (5) patients treated using the farawave catheter. No further information on the status of the patients is available.